Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We have no further similar complaints. A check of quality, production and maintenance records shows no deviations. The complaint cannot be determined.

Event description:
Customer advised that a received specimen from ed resulted in glucose of 45mg/dl. Customer was running a complete metabolic panel and all other tests were normal. The ed asked to rerun the sample for glucose. Lab retested the sample and confirmed 45mg/dl (critical low value <50mg/dl). The lab sent a phlebotomist to redraw the patient. Lab tested the redrawn specimen and the glucose result was in normal range (60-100mg/dl). Customer reviewed and confirmed it was not an incorrect labeling issue on the original specimen. Customer uses roche cobas 6000 and the retest of the original sample was performed on blood gas analyzer. Redrawn specimen was lot b18103j8 and was only measured on the roche.